Event description:
It was reported that during an angioplasty procedure, a balloon rupture occurred. The physician inflated a 12 mm x 3.00 mm nc quantum apex balloon catheter in the target lesion however the balloon ruptured. Then the physician inflated a second 12 mm x 3.00 mm nc quantum apex balloon catheter in the target lesion however it also ruptured. The devices was successfully removed and the procedure was completed with a different device. No complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)